Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that a low pacing impedances was detected on the right ventricular channel. Additional information received noted that during a follow up one month later noise was noted on the right ventricular channel thus a system revision took place. During the revision procedure insulation damage was noted on the right ventricular lead. The device and right ventricular lead were explanted and will not be returned. No adverse patient effects were reported.